Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine drug via an implantable pump for non-malignant pain use. The patient reported that they had a magnetic resonance imaging (MRI) last friday and the physician has been decreasing the morphine in the pump weekly as the patient was having the pump explanted. The patient stated that they could not recall the last time they used the personal therapy manager (ptm). The patient stated they were not feeling so well today and charged up the external devices, and they saw service code 232 (pump motor stalled occurred) and 234 (pump stopped). The agent consulted the technical service (ts) and reviewed with the patient. While on the call, the patient was able to connect to the pump and saw lockout for 3 minutes. The patient confirmed that the lockout was 2 hours and they tried to bolus about 2 hours ago. The agent had patient re-sync to the pump and the patient was able to bolus and there were no current alerts. The patient will call back if they need further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.